Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: there were multiple unexplained pump reboot events observed in the black box on (B)(6) 2016 however no evidence of excessive battery usage or voltage drops was observed. The display screen was dim and discolored when the pump was powered on. The battery cap threads were damaged, but the cap could still attach to the pump. The pump case was cracked near the corner of the display. The pump's sleep current draw was not within specifications. There was evidence of moisture contamination throughout the inside of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.